Event description:
Reporter stated that caller from facility reported an incident of overfill that had occurred 3 weeks earlier. The caller said this occurred on station 4 of the unit when she changed an empty source container for a full one. The unit overfilled by at least 150ml, but she couldn't recall the exact figure. She had pushed the recall button and saw the difference between the volume programmed and that delivered. The reporter asked her if there had been any alarms and she stated there had been an "e something" but she couldn't recall exactly. Given this information, the unit may or may not have failed in a safe mode. Therefore, the unit was sent to the manufacturer for evaluation. No patient involvement.